Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was non-tortuous and non-calcified. It was reported upon the final angiogram run it appeared as there might be a type iii endoleak near the flow divider in the ipsilateral limb. The physician elected to balloon with another manufacturer's balloon, it was reported that the inflation of the balloon was aggressive. The leak was still very focal, the possible endoleak was just below the flow divider and the physician elected reline the stent graft with two iliac limbs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: lack of info, no films or operative reports were received. Endoleak. Evaluation: conclusions: - lack of info, no films or operative reports were received. Secondary intervention.